Event description:
On (B)(6) 2012, inconsistent date and missing data were observed in the pt files.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.